Event description:
The hcp reported he replaced the patient's pump on 03/28/2006. Post replacement, the patient was doing well. That night, the patient developed withdrawal symptoms of shaking, nausea, vomiting, and sweating. The patient was admitted to the hospital to a general floor. He was treated with IV morphine which he only needed for a short while. The patient is now feeling better. The hcp is planning on doing a catheter dye study. A follow up report will be sent if additional information is received.